Event description:
Provider states when the user turns or goes over an incline the chair shuts down and the error code short to frame error code comes on. Provider also mentioned seeing a gb motor control fault on the chair. Provider states they replaced control box and joystick on the chair previously.no additional information provided.